Manufacturer narrative:
Product ID: 3093-28 lot# v207498, implanted: 2009 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported the doctor wanted to replace the leads but the patient¿s friend or family did not want to put the patient through that. The reporter stated they just wanted to have the implantable neurostimulator (ins) replaced.

Event description:
It was reported that about a year prior to the date of this report the battery was ¿half full¿ and sometimes would ¿shut itself off.¿ the battery would then be turned back on. It was noted that an end of service (eos), end of life (eol) message was observed on the patient programmer about three and one half weeks prior to the date of this report. The caller was told the implantable neurostimulator (ins) would last about five years and it lasted ¿about four.¿ it was noted that the patient ¿started not using it during the day because, I had to change her and wipe her, she¿d bend over.¿ it was noted that the patient was a ¿big woman¿ and had a walker. It was stated, the patient was in poor health and had mild alzheimer¿s. Reportedly, the patient was scheduled for a replacement on (B)(6) 2013 and it was stated their healthcare provider also wanted to replace the leads. Additional information was requested but was not available at the date of this report.